Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The issue occurred at school, but it was resolved by the nurse, and no further action was needed.